Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, at 80% deployment, the valve was at a depth of 7 millimeter (mm) on the non-coronary cusp and 9-10 mm on the left coronary cusp. The valve appeared to be under expanded under fluoroscopy. The physician discussed recapturing the valve but decided to fully deploy the valve and the valve settled at 9 mm on the non-coronary cusp and 10 mm on the left coronary cusp. Moderate-severe paravalvular leak (pvl) was reported. A post-balloon aortic valvuloplasty (bav) was performed and the pvl was reduced but still greater than moderate. A second valve was implanted approximately 4 mm higher than the first valve and reduced the pvl to mild. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.